Event description:
Employee was moving a stryker stretcher and when side rail was raised to the "up" position, employee's right index finger was caught between the top rail and the side post rail. The top of the post did not have a plastic protective cover as did the other posts due to the wiring that comes to the bed controls on the top rail. Top part of employees finger was severed.